Manufacturer narrative:
Investigation still in progress. A supplemental report or device evaluation will be submitted. Concomitant products: carto 3 system - model #: m-4800-01; serial #: (B)(4). Stockert 70 system - model #: m-5463-01, serial #: (B)(4). Coolflow pump - model #: m-5491-02; serial #: (B)(4). Lasso navigational variable eco catheter - model #: d-1343-01-s; lot #: 15802488l. (B)(4).

Event description:
It was reported during an atrial fibrillation (afib) procedure, a pericardial effusion was noticed as the patient's blood pressure dropped. The pericardial effusion was confirmed by intracardiac echocardiography (ice). A pericardiocentesis was performed and approximately 400 ml of fluid were removed. The patient was reported to be in stable condition. Additional clarification on the event was requested, but no additional information has been received.

Manufacturer narrative:
Product investigation will not be performed since the catheter was not returned for analysis. The device history record (DHR) was reviewed. The DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).